Event description:
It was reported the rigid videoscope had greenish image and error e391 was displayed. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the identified failure is cause traced to failure to follow instructions. Based on the investigation, no nonconformance were found related to this complaint. The event can be prevented by following the instructions for use which state: image is greenish. Yes. Error e391 is displayed. This error is caused by the controller and not by the device subject to this complaint. The fiber bonding in the outer tube area (distal end) is damaged. No, in the IFU it is stated: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid videoscope had greenish image and error e391 was displayed. There were no reports of patient involvement.